Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent (des) to treat a lesion. There was no coronary intervention done, it was an angio percutaneous transluminal angioplasty (pta) of the left lower leg. The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that the device entered the patient's vasculature, but the catheter tore while inserting invasively. The stent itself was fine. The stent catheter was pulled out/back without any difficulties. The patient was fully stable during and after the procedure without any injury. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was reported that the device entered the patients vasculature, but the catheter tore distally while inserting invasively. The stent was being used in a procedure to treat the left lower leg. The stent catheter did not detach into two separate pieces. It remained partially attached. It was detailed that the stent was pulled out and another unknown device was used. The patient is fine and alive with no injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.